Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the ceramic tip of biocoag probe was easy to stick to the tissue/wound. The issue was found during a therapeutic gastro intestinal (gi) bleeding in the middle of a procedure that was completed using the same set of equipment. There were no reports of patient harm.